Event description:
During the procedure, it was reported that the doctor grabbed the tissue with the device, and the device would not grasp and tore the tissue. Bleeding occurred and cauterization was necessary. There was no other injury to the patient.

Manufacturer narrative:
The device was evaluated and function tested by ascent healthcare solutions and the device failure could not be duplicated. A review of the lot control sheet for the reported device serial number indicated that the instrument passed all applicable tests and inspections prior to release. The ascent healthcare solutions' instructions for use states: "avoid excessive clamping pressure that could cause damage to the tissue" along with, "to avoid damage to the patient, to operator or to instrument, become familiar with a specific instrument and its clamping or cutting mechanism prior to employing it in a surgical procedure." Due to the infrequency of this type of event, no trend analysis is available.